Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customer reported that the battery gauge went form 80% to 15% in two days. The customer declined to comment on the affect to blood glucose levels. It was indicated that the customer will continue using the pump until the replacement was received.